Event description:
Complainant alleged that the medics were treating a patient (age and gender unknown), who had suffered a heart attack. When the medics monitored the patient's heart rhythm with the device in semi-automatic mode, the device began to charge, although the patient was presenting a non-shockable pulseless electrical activity patient heart rhythm. The medics then turn the device off/on, and the device responded appropriately to the heart rhythm being displayed on the device screen. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.